Event description:
It was reported that the patient was hospitalized for infection of his dialysis catheter. During his hospital stay, his device was interrogated and was determined to be at premature end of life, with long charge time and high impedance. The device and lead were replaced by a new system on the opposite side, due to the infection of the dialysis catheter. The old device and lead were to be removed once the infection subsided. However, the patient expired three days after replacement, due to the original infection.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated and the device was at eri. Preliminary evidence would suggest device should have taken longer to reach eri.